Event description:
It was reported an 840 ventilator had a burning smell. The ventilator was not in use on a patient at the time of the reported event. The field service engineer (fse) inspected the device and found the compressor inoperative. The fse replaced the compressor capacitor. The fse performed testing and calibrations and the ventilator operated within the manufacturing specifications.